Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type lead product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(4); product ID: 977a260, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the neurostimulator (ins) was disconnected from the lead wires. Patient clarified that the lead wires were removed in 2018, at least 8 months ago because the hcp screwed up the lead wire placement at implant. Patient state she ended up in the hospital post implant and paralyzed for 3 days due to spinal fluid and blood in her spine. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was not paralyzed. The hcp said the patient had a new acute disc, required lumbar surgery and the leads were removed by the surgeon during the spinal surgery. The hcp noted that the leads were not defective. No further complications were reported/anticipated.